Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed july 4, 2014.

Event description:
Per the clinic, the patient experienced a chronical skin flap infection around the implant side. The device was explanted on (B)(6), 2014. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2014.